Event description:
A customer contacted baxter technical service with concerns the home patient was overfilled during attempts to perform therapy the previous night. The device was off at the time of the call. The caller stated the home patient's stomach was "as big as a pumpkin" and "he was hurting so bad that he had to crawl to the bathroom to drain out." The caregiver reported the following patient symptoms: abdominal discomfort, abdominal pain, abdominal distention, abdominal bloating and difficulty breathing. The caller stated she did not feel comfortable operating the homechoice and the home patient refused to access the homechoice. The home patient stated he would not use this homechoice. The home patient was verbally combative regarding the homechoice and when the service representative attempted to review the program and/or therapy and alarm logs. The caregiver stated she contacted the pd nurse and was instructed to call baxter regarding "overfill" and the device. A swap was arranged. The caregiver would contact the nurse for assistance programming the replacement device. The service representative informed the caregiver to call baxter technical support for any problems with the homechoice or any questions regarding the device or therapy.